Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year and 9 months.  Additional information was requested, but was not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that lvad flows and power were elevated; however, the patient denied dark colored urine. Review of the system controller log files by the manufacturer's technical service representative noted the data showed an increase in power and a trajectory that may be linked to the presence of thrombus. Additional information was requested, but was not provided.

Manufacturer narrative:
The report of elevations in power/estimated flow was confirmed via the submitted system controller log file. The patient remains ongoing on left ventricular assist system (lvas) support and no further events have been reported. Multiple attempts for additional information were sent to the customer. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. No further information was provided. The manufacturer is closing the file on this event.